Manufacturer narrative:
Device evaluated by MFR: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for pain cannot be conclusively determined; however it is most likely related to patient condition. Concomitant device(s): 02-020-12-0330, 6481777 - truliant ps por fem ps por right sz 3. 02-022-55-3030, 6649304 - truliant por tib tray size 3f/3t. 200-02-35, 6737224 - three peg patella 35mm.

Event description:
As reported, approximately 1.5 years post op the initial right tka, this 52 y/o male patient was revised due to pain. Patient came in with painful knee "clean to do to liner recall". Surgeon revised a porous knee to a competitors knee replacement system. Patient outcome is unknown, representative was not allowed to be present for the surgery. Devices are not returning; implants were given to a lawyer. No additional information.

Manufacturer narrative:
1038671-2024-04113 h6: corrected the following: health effect - clinical code, problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening. The reported prosthesis wear, tibial loosening, and femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.